Event description:
The customer reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and set the correct system configuration settings. The system operates as intended.